Manufacturer narrative:
Eval summary: the device history records (DHR) for the device were reviewed. The associated device was released based on acceptance criteria. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable info becomes available. (B)(4).

Event description:
An optometrist reported that, a pt was uncomfortable due to corneal abrasions and erosions after the bandage contact lens was removed 7 days following photo refractive surgery (prk) surgery. In a follow up the optometrist reported the event had resolved with a bandage contact lens placed for an additional 7 days. The vision is normal for the expected postoperative time period. No further info is expected.